Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three non-penumbra coils using a non-penumbra microcatheter. The physician then attempted to advance a smart coil into the microcatheter; however, the smart coil would not advance out of its introducer sheath. Therefore, it was removed. The procedure was completed using an additional non-penumbra coil and a smart coil with the same microcatheter. There was no adverse effect to the patient.